Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received indicated that the lens was exchanged approximately 16.5 years after initial implantation due to a calcification in the lens.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The surgeon indicated that the lens in the patient's fellow eye is clear and not affected in the same way as the lens of the left eye. The lens was significantly hazy prior to the recent explant.

Manufacturer narrative:
The lens was returned dry in a labeled specimen cup. Viscoelastic and material with a brownish appearance are dried on the lens. The optic is cut in two areas almost completely across the optic. Marks that appear to have been caused by an instrument used to grasp the lens are also observed. The lens was microscopically evaluated with direct and indirect lighting. The lens did not appear cloudy. The lens was cleaned with lphse. The viscoelastic was removed. The brownish material was still apparent on the lens. No cloudy areas were observed. The power and resolution could not be verified due to the optic damage. The root cause for the reported events could not be determined. The lens did not appear cloudy upon return. The power and resolution could no be verified due to the optic damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product history records were reviewed and the documentation indicated the product met release criteria. There have been no other complaints reported in the lot number.the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that 8-9 years following an intraocular lens implant procedure, the implanted lens has gone cloudy/has a film over it. The surgeon clarified that the whole lens in clouded, not just the periphery. Additional information was received, indicating that the surgeon is not planning surgical iol exchange at this point, as the patient still sees well out of the other eye and because of his overall age and medical condition. The surgeon indicated that the haze is impacting the patient's vision.